Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 160 units, and the insulin gauge displayed 39 units at the time of the reported event, which was lower than what the customer expected to observe. The customer's blood glucose level was 69 mg/dl, and was treated by consuming carbohydrates. Multiple attempts were made to obtain additional information by tandem technical support; however, no further information was provided by the customer.